Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tip of the needle broke during the procedure. The doctor could not locate the needle tip. He used another needle and another scorpion and finished the case. No patient injury. Follow-up investigation: it is uncertain if the needle was dry-fired/deployed once prior to use in surgery. Scorpion jaws were reported to have been securely clamped on the tissue during suture passing. Needle did not hit bone or the inside of the cannula. Device was not dropped prior to use or prior to discovering the missing tip to cause any damage. X-ray was taken in an attempt to locate the missing tip. Nothing is being returned for evaluation.